Event description:
It was reported that rv lead was explanted due to out of range high lead impedance. No further information is available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.